Event description:
It was reported that on (B)(6) 2006 the patient underwent an l5-s1 tlif posterior fusion surgery using rhbmp-2/acs with local bone and cage with instrumentation. On (B)(6) 2012 that the patient underwent an anterior cervical discectomy and interbody fusion using bank bone at c4-7 with titanium plate and rhbmp-2/acs. Subsequently, patient now suffers from injuries including chronic pain syndrome, neck pain, back pain, unwanted bone growth, herniated bulging discs, deterioration of the spine, cervical radiculopathy, anxiety, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.